Manufacturer narrative:
Additional information was added to d10, h3 and h6: h10: the actual device was received for evaluation containing approximately 120 ml of fluid in the bladder. A visual inspection was performed using the naked eye and found the cap was noted to be slightly untightened. Functional testing was performed, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was filled with water to a nominal volume and monitored for twenty-four hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from april 19, 2019 - april 22, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location prior to patient use. The device had been filled with 3600mg fluorouracil in 115ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.